Event description:
Plaintiff, alleges type I latex allergy which is believed to be permanent and life-threatening and has suffered physical injury and damage. Plaintiff further alleges that in the past and continuing into the future, she will experience physical injuries, pain and suffering, humillation, loss of enjoyment of life, lost wages, lost earning capacity, medical expenses, medical monitoring expenses, embarrassment and humiliation, fright and apprehension, and emotional distress all which are believed to be permanent. Plaintiff's spouse alleges loss of consortium.